Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged the pump had lost power, and moisture was present behind the pump's display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of several unexplained pump reboot events. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. The battery cap was tightened then unscrewed ½ turn with no observed power loss. During investigation, the pump was powered on and the keypad buttons were found to be unresponsive. Moisture corrosion was observed behind the display screen. A leak test was performed and a leak was identified at the display lens. The pump cover was removed and moisture was found to the continuous glucose monitoring module, the keypad flex connector, and to the power printed circuit board. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.